Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown. The caller did not know the customer's blood glucose at the time of passing or the last recorded blood glucose value. The customer was wearing the insulin pump at the time of passing. The customer was using sensors. The caller does not remember whether the customer was wearing a sensor at the time of death or not. The caller declined returning the insulin pump for analysis.